Event description:
Healthcare professional (hcp) reports seven incidents of blood leaks with the psn 210 dialyzers. Incidents occurred at the start of the pt's treatments and were noted by blood leak alarms. Blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to any of the pts with an estimated blood loss of 250cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.